Manufacturer narrative:
Thrombosis was not reported or confirmed by the customer and was incorrectly coded in previous reports. Health effect clinical code: "4440. Thrombosis/thrombus" removed. Medical device problem code: "2964.infusion or flow problem" removed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: elevated power and flow events were confirmed in the evaluation of the submitted log file; however, a specific cause for the events cannot be determined through this evaluation. The submitted log file contained data from 18nov2020 07:48:18 through 04dec2020 11:14:08. An elevated power events of 9.9 watts was captured on (B)(6) 2020 at 14:15:49; flow reached 12.0 lpm during this event. Another power elevation of 8.7 watts and flow of 10.4 lpm was captured on (B)(6) 2020 at 01:02:44. Prior to and after these events, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. At the time of the reported event, routine log files were submitted after a right heart catheterization (cath) and speed increase from 9400 to 9600 rpms. The patient¿s vital signs while here for cath were normal. Their kidney and liver numbers were normal on labs from monday (B)(6) 2020. Their lactate dehydrogenase (ldh) was consistently in 300s on 125-243 scale and 630 to 700s on higher scale. The patient had an echocardiogram (echo) during cath. The account did not have the echo results yet. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas instructions for use (IFU) provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 03sep2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that routine log files were submitted post right heart catheterization (rhc) and speed increase from 9400 to 9600. During the analysis of the log file technical services observed elevated flows well above the normal parameters, which could be associated with something building up inside of the pump. Vitals signs while the patient was in clinic for the rhc were normal, and flows were around 5.3 to 5.5. Kidney and liver numbers were normal on labs from monday (B)(6) 2020. Lactate dehydrogenase was consistently in the300s on a 125-243 scale and 630 to 700s on a higher scale. The patient's echocardiogram results were pending. The log file was reviewed and technical services replied that the signs and symptoms are usually associated with thrombosis.